Event description:
Account alleged brake mechanism will not remain engaged. No injury reported. Breaks steer linkage was bent. Replaced brake steer linkage and end cap on patient right side. Also, replaced missing brake washers on each caster. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.